Event description:
It was reported that while the patient was hospitalized, fluoroscopy noted a mass at the tip of the right ventricular (rv) lead. Testing noted no capture on the lead at maximum outputs in both unipolar and bipolar pacing. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa, implantable pulse generator (ipg), (B)(6) 2005; 4574-45, implantable pacing lead, (B)(6) 2006. (B)(4).